Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's daughter reported via phone call of issues with customer's low blood glucose levels and blank display. The customer's blood glucose level at the time of incident was 32mg/dl. The customer states they treated with manual juice. Troubleshoot was conducted. The display was found to have not returned. The customer was advised to the pump would be replaced and returned for analysis.